Event description:
It was reported that the patient presented in clinic for follow up with inadequate capture exhibited by the left ventricular lead. Programming changes were made. The patient was in stable condition.